Manufacturer narrative:
Correction: b6 . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 1b endoleak was present on the right most distal zenith flex with spiral-z technology aaa endovascular graft iliac leg. A pre-procedure clinical assessment was completed on (B)(6) 2026 (3 days prior to the procedure. The primary indication was an aortic degenerative aneurysm, taaa extent iii (from below t6 to the level of or below the level of the renal arteries). There was no history of aneurysm growth of > or equal to 1.0 cm per year. There was no saccular aortic aneurysm or pseudoaneurysm. There was relining of a pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair for an evar due to type 1b endoleak. A pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2023, 138 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. The arteries were patent. The arteries were not stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was not incorporated in the repair. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The fifth viscerorenal artery was not incorporated in the repair. The sixth viscerorenal artery was not incorporated in the repair. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were patent. The right and left vertebral arteries were not applicable. The aortic valve was native. There was not an aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 64 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The intended distal landing zone was zone 10: common left and right iliac arteries. The patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2024 under general anesthesia. No antiplatelet therapy was prescribed at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. No cut down access was required. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 124 ml contrast dose: 1.4 ml/kg fluoroscopy time: 58 minutes total gray used: 1100 mgy total dose area product: 234 gy*cm2 fusion was used during the procedure. The estimated blood loss during the procedure was 200 ml. No red blood cells, fresh frozen plasma, cryoprecipitate, platelets, or cell saver were given during the procedure. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. Neuromonitoring was not used during the procedure. Procedural time (24-hour clock): time arrives in room: 11:13 time of first incision or arterial puncture: 12:29 time of last access closure: 16:05 time leaves room: 16:14 duration of procedure (from first incision to last access closure): 216 minutes. Side branch catheterization and placement of all bridging stents was successful there were no additional procedures performed and the patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following devices placed: celiac artery: a competitor stent with a diameter of 10 mm and a length of 57 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 10 mm and a length of 59 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Left renal artery: a competitor stent with a diameter of 8 mm and a length of 39 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Left renal artery: a competitor stent with a diameter of 8 mm and a length of 39 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia thoraco-abdominal-side-branch was placed. The cmd was planned for this patient. There were no technical difficulties and delivery, or deployment of the device was successful. Right iliac artery: a cook zsle-16-90-zt was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Right iliac artery: a competitor stent was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Left iliac artery: a cook zsle-16-74-zt was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Left iliac artery: a competitor stent was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram and a cone beam CT without contrast was completed on (B)(6) 2024. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. There was no endoleak present at the conclusion of the case. A spinal drain was not placed during the procedure. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. The patient did not stay in the intensive care unit. The patient was discharged home on (B)(6) 2024, 2 days post-procedure. At discharge, the patient was prescribed eliquis (apixaban) and a statin. The patient was not discharged on supplemental oxygen. A one-month clinical assessment was not completed, as it was not the standard of care. A post-procedure event occurred on (B)(6) 2024, 28 days post-procedure. The patient experienced chest pain and was admitted to the emergency room (ER) for 5 hours, and the patient recovered/stabilized without sequelae. There was no serious deterioration of health, and it is not believed that the event occurred due to device deficiency. On (B)(6) 2024, 60 days post-procedure, the patient experienced a myocardial infarction. The patient was admitted to the hospital on (B)(6) 2024. Endovascular treatment in the form of stenting was completed. The patient was later discharged on (B)(6) 2024. Patient sequelae following recovery/stabilization included heart failure. There was no device deficiency, and it is not believed that the device was related to the event. It is presumably related to the incident of chest pain experienced on (B)(6) 2024. A six-month clinical assessment was completed on (B)(6) 2024, 98 days post-procedure. Current medications include an anticoagulant, antiplatelet, statin, and a beta blocker. The patient had significant medical problems or had been hospitalized for any reason. Follow up imaging in the form of a CT was completed. A review of the follow up CT imaging with contrast that was completed on b)(6) 2024, 98 days post-procedure. No occlusion or stenosis greater than 50% was present in the celiac, superior mesenteric or left renal artery. All stent grafts were patent. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A new type ii endoleak was present. No secondary interventions had been performed to treat the endoleak. The maximum diameter of the diseased aorta (ow to ow) was 64 mm. A twelve-month clinical assessment was completed on (B)(6) 2025, 357 days post-procedure. Current medications include an anticoagulant, antiplatelet, and a statin. No follow up imaging was completed, as it was not the standard of care. A two-year clinical assessment was completed on (B)(6) 2026, 722 days post-procedure. Current medications included an anticoagulant and a statin. Follow up imaging in the form of a CT was completed. A review of the follow up CT imaging with contrast that was completed on (B)(6) 2026, 738 days post-procedure. No occlusion or stenosis greater than 50% was present in the celiac, superior mesenteric or left renal artery. All stent grafts were patent. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A persistent type 1b endoleak on the right most distal iliac component was identified, in which a secondary intervention was planned. The maximum diameter of the diseased aorta (outer wall to outer wall) was 81 mm. On (B)(6) 2026, 745 days post-procedure, a distal seal failure occurred due to insufficient distal extension of the right iliac limb. It was reported that a causal relationship could be attributed to the right and left iliac limbs zsle-16-90-zt and zsle-16-74-zt. The patient will require a planned iliac limb extension as treatment for the type 1b endoleak, although the intervention has not yet been planned. The subject of this report is the type 1b endoleak on the right most distal iliac component (rpn: zsle-16-90-zt), in which the patient will require a secondary intervention for a distal extension of the right iliac limb.

Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.